Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the low/high glucose alarm did not sound from the adc device. The customer experienced a loss of consciousness and received treatment from non-hcp and hcp in which "in case of fall laceration, was bandaged, syringe against tetanus." No additional information was provided. There was no report of death or permanent injury associated with this event.